Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. Corrected: g1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review: part# 806.004.02s. Lot # 356l140. Manufacturing site: werk bio oberdorf. Supplier: na. Release to warehouse date: 20 dec 2024. Expiration date: 01 nov 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that seven days ago, during the process of fixing the skull during surgery, two screws were broken while pressing and adjusting the position of the screws. One screw had a broken part outside the body, while the other screw had a broken part removed and a part inside the skull. In order to avoid damaging the skull, the doctor decided not to remove the intracranial broken screw after proper polishing and other treatments, and replaced it with a similar product to ensure the smooth progress of the surgery. This accident did not cause substantial harm to the patient, but the broken nail was in the skull, which may cause harm to the patient due to foreign objects in the body.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.